Event description:
During a suctioning procedure, the trach care manifold detached from the seal cartridge. No adverse events, patient injury or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources persuant to federal regulations.